Event description:
It was reported that the patient was hospitalized due to an infection at the pocket site. The patient was prescribed with antibiotics due to continued drainage. The infection was not device related. The patient underwent spinal cord stimulator (scs) explant procedure, and infected areas were washed out. All explanted devices were discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).